Manufacturer narrative:
Fu required as cec was completed. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A clearlink solution set leaked at the in-line air filter during a patient infusion. As a result, the patient received less than the intended rate and became unstable. The solution being infused was an unspecified vasoactive medication, either a vasopressor or inotrope (dose, frequency, and route was not reported). At the time of the issue, the patient¿s vital signs/ hemodynamics became worse for a brief time, which caused the nurse to investigate the infusion. Once the issue was identified, the nurse promptly obtained a new drip and IV tubing and resumed the infusion. No further detail was provided regarding the patient¿s outcome from the event. The cause of the leak was unknown as there was not visible crack, break or separation on the tubing. No additional information is available.